Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted moisture in the flow sensor tubing. The moisture was removed which resolved the reported complaint.

Event description:
The hospital reported that, during the preoperative checkout, circuit compliance could not be measured, affecting ventilation. There was no report of patient involvement.